Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the insulin pump had scratches and it makes hard to read the information. Customer¿s blood glucose level was unknown at the time of incident. Customer state that insulin pump had rejected new batteries and unexplained no delivery alarms. The insulin pump will not be returned for the analysis.